Event description:
Caller states the pt tested 2.2 inr on coagucheck system 1 and 1.7 inr on coagucheck system 2 during duplicate testing. No adverse event reported. No action taken based on device result. Requested return of suspect device, however, no strips are available to return.

Manufacturer narrative:
This medwatch is for suspect device in coagucheck system 1. Reference medwatch with a1 pt for suspect device in coagucheck system 2.